Event description:
The customer was using an applied medical stealth aortic cross clamp with inserts during a abdominal aortic aneurysm resection procedure. The customer reports that the clamp scissored while on the aorta. The customer also reported they were not getting nearly the occlusion needed, or at all the event required that another clamp be used to complete the procedure. There were no reported complications.